Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt experienced a fracture of spiroide distal femur and was treated with a lcp-df plate and screw on (B)(6)2011. On (B)(6) 2011 it was discovered the plate was broken. Pt was returned to operating room on (B)(6) 2012 all hardware was removed and pt was revised to a long gamma nail. No additional information was available. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.